Event description:
It was reported the patient was not receiving sufficient pain relief from the scs system. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced with a competitor's device.